Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reat2698 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reat2698) have been reported from (B)(6). The original sample was discarded at the facility.

Event description:
It was reported that during the placement procedure, the distal end of the introducer sheath was torn. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Initial medwatch was submitted in error, upon further review it was determined that the device failure is exempt from MDR reporting per 21 crf803.19, reference e1997041. The reported failure will be submitted on alternative summary report. The original sample was discarded at the facility.

Event description:
It was reported that during the placement procedure, the distal end of the introducer sheath was torn. No patient injury was reported.